Manufacturer narrative:
(B)(4). The customer reported that the unit had a sold red x. The unit was evaluated by a philips field service engineer and the failure was verified. Upon opening up the unit, the fse found a connector that was not fully connected on the battery pca. Reconnecting this connector resolved the failure. The unit passed all post-servicing testing and remains at the customer site.

Event description:
The customer reported that the unit had a solid red x.